Event description:
The customer reported a dark blue fluid leak, approximately 3ml, from the coulter lh 750 hematology analyzer. The customer reported having slid on the fluid, but did not fall and was not injured. The customer was not able to identify the source of the leak. Erroneous results were not generated in connection with the reported event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and eye protection and there was no report of direct contact with mucous membranes or open wounds. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse replaced the red stripped pinch tubing through pinch valve vl59, which the fse found leaking. Service activity performed was verified to meet performance specifications. (B)(4).